Event description:
A malfunction with code 12 occurred but did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.